Event description:
Tavr valve was implanted on (B)(6) 2014 and pt sent to ICU. Pt's recovery did not progress as expected and follow up echocardiogram was abnormal. Tee was done and showed tavr bioprosthesis in good position. One of the three valve leaflets appeared to be maintained in the open position. The pt's recovery did not progress and the pt expired 12 days after the procedure. Diagnosis or reason for use: severe aortic valve stenosis.